Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid encountered within the cassette compartment. There was visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An as-is reduced time to 2 hours and 40 minutes, 10000 ml simulated treatment was performed and completed without any failures or problems. No air detected in the cassette during treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and function/display test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between the pump assembly and front panel assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was experiencing discomfort and was previously hospitalized with pneumoperitoneum as peritonitis was ruled out. The nurse was placing a call to customer support requesting a replacement cycler due to a report that the patient has been experiencing air bubbles in the patient line of the fresenius cassettes during set up of the pd treatment. The nurse stated the patient primes the fresenius cassettes several times but that the air bubbles do not go away. Additional follow-up was performed with the reporting pd nurse. With respect to the patient¿s prior hospitalization, it was reported the patient was experiencing right upper quadrant abdominal pain. The patient was admitted to the hospital on (B)(6) 2023 and peritonitis was ruled out. Additionally, per the nurse, the patient had an ultrasound that was also negative for any finding. The patient continued pd therapy in the hospital (details not provided) and was subsequently discharged home on (B)(6) 2023. Per the nurse, the patient did not require any other medical intervention during this hospital course. However, the patient¿s symptom of right upper quadrant abdominal pain persisted after hospital discharge prompting the patient to go to the emergency room (ER) on (B)(6) 2023. The nurse indicated this was when the patient¿s pain was attributed to air (pneumoperitoneum). Although, the nurse was not aware of how this diagnosis was established. Regardless, the patient reportedly did not receive any medical intervention and was not admitted to the hospital. On (B)(6) 2023, the patient was seen in the pd clinic (the day the initial call to customer support was made). The nurse indicated the patient was observed on the pd set up procedure on the clinic¿s fresenius cycler. During this observation, it was discovered that the patient had errors in the set up procedure. Per the nurse, the patient was re-educated on proper set up steps and upon return demonstration on the clinic¿s cycler/ cassette it was observed that the cassette (lot number unknown; product discarded) had air bubbles. The nurse stated this is when the patient mentioned that she also experiences air bubbles at home when setting up with her home cycler/cassettes ((lot number(s) unknown; products discarded) prompting the nurse to call customer support to request a replacement cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization and subsequent diagnosis of pneumoperitoneum. The patient¿s pd nurse stated the patient did not require any specific medical intervention for the pneumoperitoneum other than hospitalization with continuation of pd therapy. Pneumoperitoneum is a known potential complication in pd patients with many potential etiologies including patient error. The patient had been experiencing occurrences of air bubbles in the patient line of the fresenius cassettes during set up of the pd treatment. However, subsequently it was observed that the patient was making errors in the set up procedure and was re-educated. Nonetheless, the fresenius cycler was requested to be replaced due to the reported issue of air in the patient line of the fresenius cassettes. Per the nurse, the lot number(s) of the cassettes in use are unknown and all products have been discarded. Additionally, the manufacturer product investigation of the fresenius cycler is pending at the time this clinical investigation was performed. Currently, it is unknown if the fresenius cycler/fresenius cassettes were malfunctioning or having an otherwise product related issue. Based on the reported information, the fresenius cycler/fresenius cassettes cannot be excluded as a causal/contributory factor. However, patient error is also a very likely factor in this event as it was established the patient was making mistakes in the pd set up procedure.

Event description:
On (B)(6) 2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was experiencing discomfort and was previously hospitalized with pneumoperitoneum as peritonitis was ruled out. The nurse was placing a call to customer support requesting a replacement cycler due to a report that the patient has been experiencing air bubbles in the patient line of the fresenius cassettes during set up of the pd treatment. The nurse stated the patient primes the fresenius cassettes several times but that the air bubbles do not go away. Additional follow-up was performed with the reporting pd nurse. With respect to the patient¿s prior hospitalization, it was reported the patient was experiencing right upper quadrant abdominal pain. The patient was admitted to the hospital on 22/nov/2023 and peritonitis was ruled out. Additionally, per the nurse, the patient had an ultrasound that was also negative for any finding. The patient continued pd therapy in the hospital (details not provided) and was subsequently discharged home on (B)(6) 2023. Per the nurse, the patient did not require any other medical intervention during this hospital course. However, the patient¿s symptom of right upper quadrant abdominal pain persisted after hospital discharge prompting the patient to go to the emergency room (ER) on (B)(6) 2023. The nurse indicated this was when the patient¿s pain was attributed to air (pneumoperitoneum). Although, the nurse was not aware of how this diagnosis was established. Regardless, the patient reportedly did not receive any medical intervention and was not admitted to the hospital. On (B)(6) 2023, the patient was seen in the pd clinic (the day the initial call to customer support was made). The nurse indicated the patient was observed on the pd set up procedure on the clinic¿s fresenius cycler. During this observation, it was discovered that the patient had errors in the set up procedure. Per the nurse, the patient was re-educated on proper set up steps and upon return demonstration on the clinic¿s cycler/ cassette it was observed that the cassette (lot number unknown; product discarded) had air bubbles. The nurse stated this is when the patient mentioned that she also experiences air bubbles at home when setting up with her home cycler/cassettes ((lot number(s) unknown; products discarded) prompting the nurse to call customer support to request a replacement cycler.